Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date, a type ib endoleak was discovered. Two endurant ii stent grafts, were implanted. One was implanted on the left (contralateral) side to resolve the leak, and the other was implanted prophylactically on the ipsilateral side. The cause of the endoleak was reported to be disease progression. It was reported that on an unknown date during routine follow up, a CT scan revealed a type ia endoleak. The physician states that the cause of the endoleak is disease progression. No intervention is planned at this time. No clinical sequelae were reported and the patient is fine. A review of cta's 11 months post-implant revealed that the bifurcate was positioned just below the lowest right renal, within the short and angulated neck. The ipsilateral limbs were placed into the right common iliac, and the contralateral limbs into the left common iliac. The neck is angulated 90 degrees a-p, 45 degrees l-r. The proximal stent graft od is 35x36mm. There is a proximal type I endoleak from the postero-left side of the proximal neck. The maximum diameter of the abdominal aortic aneurysm is 7.2cm. There are no distal type I endoleaks. Review of cta's 1 year post-implant showed that the stent graft is again seen positioned within the short and angulated neck. The proximal stent graft od is approximately 35mm. There is a proximal type I endoleak from the postero-left side of the proximal neck. The maximum diameter of the abdominal aortic aneurysm is basically unchanged the previous film study. The cause of the proximal type I endoleak appears to be due lack of seal due to the short and angulated proximal neck. Earlier follow-up images were not provided; continued disease progression with neck dilatation may have also contributed.

Manufacturer narrative:
(B)(4).